Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. The device was received with cracked case at display window corners, display window, minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a no delivery alarm on the insulin pump. The customer's blood glucose level was unknown. The customer stated that the pump alarmed no delivery during manual prime. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device passed the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms were noted. The device was received with cracked case at display window corners, cracked display window, minor scratched display window and scratched case.